Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm vessel sealer extend stopped working during surgery. Customer couldn't open jaws, tilt or move. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel seal extend (vs) instrument to perform failure analysis. Failure analysis investigations did confirm and replicate the customer complaint. Failure analysis found the primary failure of dislodged grip ring screw to be related to the customer complaint. The vse instrument was found to have a grip ring screw dislodged. The grip ring screw was found attached to the magnet inside the housing. As a result of the grip ring screw being dislodged the grip ring was dislodged. The instrument was found to have the grip open ring dislodged at the proximal end. The set screw became dislodged from the grip ring, causing the grip ring to shift, furthermore affecting the operation of the instrument¿s jaws. The jaws would not open during in-house testing. The vse instrument exhibited imprecise motion during gripping and un-gripping. The instrument passed the recognition and engagement test. The jaws failed to open during testing. The instrument was returned with a missing integrated cord.

Event description:
Refer to h11 for follow-up information.